Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state:(B)(6)reporting address postal:(B)(6) reporting institution phone:(B)(6)reporter phone: (B)(6) the fse (field service engineer) onsite checked and confirmed device can't run self-check, process board failure. Fse replaced ¿453564489071 dfm100 assy processor¿ to solve the issue.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicated that system was lagging. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.